Event description:
It was reported that this right ventricular (rv) lead had known insulation issues. Pauses in pacing up to 4 seconds were observed due to unipolar rv pacing oversensing. This rv lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).